Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 45 mg/dl; bg cause was unknown. Customer drank juice to address low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Additionally, it was reported that pump unexpectedly reset. Reportedly, customer continued to use pump for insulin therapy and had an alternate pump for backup insulin therapy.

Event description:
It was reported customer experienced a low blood glucose (bg) ranging from 45-186 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. The failure investigation has been completed and the alleged low bg issue was verified in the pump logs; however, no failure was identified.